Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 8.5mmol/l at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged pump error 63 alarm found on (B)(6) 2018. Device passed the displacement test and self test. Successfully utilized thus to download history/trace files. Pump error 63 was not confirmed on the event date of (B)(6) 2018, however, pump error 63 was confirmed on (B)(6) 2018 at 12:49:08.000 with variable 3(line number 367 file number 37). The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer, label damage (serial number), pillowing keypad overlay, loose connectors, cold/poor solder joint etc. The keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked solder joint on pin 6. Pump error 63 was confirmed due to a cracked solder joint on pin 6, also cosmetic damage was confirmed at the reservoir compartment and retainer ring.